Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was likely caused by a pocket-related error. A field service engineer removed the pocket, recovered the error, and performed testing by checking the drawer and all pockets, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station 6ch-b drawer 2.1 pockets b3 - b6 - e1 - e3 were failed, unable to recover and had read, write, or invalid cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.